Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed calcification and tortuosity. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints and no manufacturing non-conformances were identified. The esheath complaint history review revealed the occurrence rate did not exceed the monthly control limit for the applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. It is to be noted, per the IFU the operator is instructed to ensure the balloon is completely deflated prior to removal. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath distal tip split and sheath shaft liner torn were unable to be confirmed. The device was not returned/ imagery of the device was not provided. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Per the complaint description, ¿the sheath split may have been due to the surgeon deflating the balloon after deployment as the balloon may not have been completely deflated¿. The procedural factors are likely to contribute to the event. If the balloon is not fully deflated prior to the removal of the delivery system through the sheath, the altered inflation balloons profile (too big) could be caught at the sheath distal tip. Additionally, as reported that ¿upon removal the sheath was observed to be split at the end. It tore down the seam and flared out on the end¿, this can be potentially caused by excessive device manipulation to withdraw the delivery system with a not fully deflated inflation balloon through the sheath, subsequently, the sheath distal tip was split, and sheath shaft liner was torn. While a definitive root cause is unable to be determined, available information suggests that procedural factors (residual fluid left in balloon/excessive device manipulation) may have contributed to the complaint events. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 valve was successfully implanted in the aortic position via transfemoral approach. Upon removal the sheath was observed to be split at the end. It tore down the seam and flared out on the end. Post procedure an iliac artery dissection was observed therefore, a covered stent was used in the iliac. The sheath was suspected to have split during removal of the delivery system. The patient was doing well post procedure. Per medical opinion, the sheath split may have been due to the surgeon deflating the balloon after deployment, as the balloon may not have been completely deflated. In addition, the patient had severe tortuosity and calcification.